Manufacturer narrative:
The mayfield base unit was received for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis:the skull clamp passes all functional testing. When properly positioned, it would not have slipped. The lock has a slight movement and residue buildup is present. Preventative maintenance, replacement of worn part and cleaning required at this time. Root cause: the evaluation was unable to conclusively verify customer information as valid. The skull clamp passes all functional testing. When properly positioned, it would not have slipped. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield triad skull clamp (a1108) slipped. It is unknown if there was patient involvement; however, no patient injury or surgical delay has been reported.